Event description:
The device was used during a colonoscopy procedure. Reportedly, the scope visibility was not clear. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.